Event description:
It was reported during peritoneal dialysis (pd) therapy, the transfer set disconnected from the titanium adapter. Subsequently, the patient experienced peritonitis. The cause of the disconnection was unknown. There were no leaks observed. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis was not reported. The transfer set was changed (the day after event onset), and the titanium adapter remained in use. The patient outcome was not reported. Pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.